Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6 had failed to close. A field service engineer (fse) inspected the auxiliary drawer and found it would not close due to a broken slide. The station was powered down, both sides of the slide were replaced, and diagnostics were run. After restarting, the customer attempted recovery but auxiliary drawer 7 failed due to a non-functional controller. The drawer controller was replaced, diagnostics were run again, and a firmware update was performed. The drawer was configured in the application, and the customer successfully tested its operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not closing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.